Manufacturer narrative:
Pump passed the displacement test and self-test. All buttons function properly. No audio/vibrate anomaly/absence of alarm noted during testing. Pump was cut open to perform visual inspection and found moisture damage to pcba 1 and lcd assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thump and carelink. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file and traces on (B)(6) 2025 at 23:14:43.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube) and label damage (stained and faded serial number label and faded end cap address label). Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Audio/vibrate anomaly/absence of alarm not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed pump was beeping and flashing stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the buttons were not pressed for 3 minutes or longer. Instructed the customer to discontinue the pump use and revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.